Event description:
It was reported that the buttons were sticking during the case. There was no other information available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.